Event description:
Fluid leaking from portion inserted into pump. Normal saline was being administered to patient and rn noticed leaking on the floor. Upon assessment, she visualized a tear in the tubing where the tube is inserted in the alaris pump.